Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. (B)(4).

Event description:
It was reported that during removal of the g7 liner, the surgeon was unable to remove without difficulty. The surgeon is dissatisfied with the standard removal procedure for this device, and has requested that the manufacturer develop and specialized removal tool. No impact or harm to patient has been reported as a result of this malfunction. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. The device was returned and evaluated against the complaint. The liner is heavily damaged upon return. Scratches were found on the inner and outer radius. The rim of the liner is heavily deformed. The extent of the deformation has caused a portion of the liner material to begin to tear. Review of the device history record identified no deviations or anomalies would contribute to reported event. The surgeon did not use the faceplate to remove the metal liner, which could contribute to the difficulty of revise metal liner. However, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.